Event description:
It was reported that the customer was hospitalized several times for diabetes ketoacidosis. The customer reported having stressful events in her life prior to the admission. Troubleshooting was performed. Ran a fixed prime, high pressure test, and a displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.